Event description:
Diabetes center contacted dexcom technical support on (B)(4) 2011 to report that a trial pt had suffered a hypoglycemic episode, due to a cgm inaccuracy. Paramedics were called and pt was administered glucagon but was not hospitalized. Contact person was not able to provide exact age of pt nor exact date of event. Dexcom is still waiting to collect further info about the incident. At the time of her call to dexcom technical support, contact person reports that pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.